Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of qualified cartridge and handpiece models. A viscoelastic was indicated, which is not qualified with the cartridge and handpiece used. The product investigation could not identify a root cause for the reported complaint. Information was provided that the tfat00, 19.5 diopter lens model was replaced with a competitors 21.75 diopter accommodating lens model when the patient could not tolerate multifocal properties of the iol the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A non healthcare professional reported that following implant of an intraocular lens (iol) patient experienced multiple rings around light sources at night, shadow on all edges during the day and the lens was exchanged with a clinical reason of explant of dysphopopsia. Additional information was requested.